Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a battery error and a pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test energizer battery was removed from the battery compartment and the insulin pump was monitored for ten minutes. The insulin pump powered up properly after insertion of the battery and no unexpected insulin pump error alarm were noted. The insulin pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.